Event description:
It was reported that the rigid video scope had flashing screen that appeared in visual field after the scope was connected. The event occurred before the procedure, during inspection of the equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 7/1/2016 h4.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had flashing screen that appeared in visual field after the scope was connected. The event occurred before the procedure, during inspection of the equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8 and h6 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. The cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the rigid video scope had flashing screen that appeared in visual field after the scope was connected. The event occurred before the procedure, during inspection of the equipment. There were no reports of patient harm.